Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device became stuck in the rca and a portion of the catheter broke off inside the proximal rca. Subsequently, the patient was sent to surgery.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the distal part of the device including part of the midshaft, outer, inner, balloon, stent and tip. Additional information received provided an image of the distal part of the device, however it is not sufficiently clear to allow for comments on the status of the broken distal part. A visual and tactile examination of the midshaft section found the midshaft broken at 175mm distal from the hypotube to the midshaft bond. A review of the outer extrusion, inner lumen and bi-component bond could not be completed as the distal part of the device was not returned for examination. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device became stuck in the rca and a portion of the catheter broke off inside the proximal rca. Subsequently, the patient was sent to surgery.